Event description:
It was reported that anchor was inserted into the bone and when the needles where deployed, it was found that only 3 of the 4 suture had needles on and the third one broke off from the suture during deployment. Surgeon used an curved mayo needle from the pharmacy in order to complete suturing. No significant delay or patient injury reported.

Manufacturer narrative:
Definitive conclusions, accurate investigation and evaluation are not possible since product was not returned by customer for evaluation. No further actions pursued at this time. A manufacturing DHR review was performed by investigator revealed no other complaints or non-conformities for complained production lot.